Event description:
It was reported that during a right knee revised due to pain. Sales rep is unaware of other reason for revision.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 5515-f-702, triathlon ps fem comp #7r-cem, lot code: sfbjt. Cat. No.: 5520-b-600, triathlon prim tib baseplate - cemented, lot code: zbhw. Cat. No.: 5551-g-350, triathlon asymmetric x3 patella, lot code: 804b. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Manufacturer narrative:
An event regarding pain involving a triathlon ps x3 tibial insert was reported. The event was not confirmed. Device history review: indicated that all devices accepted into final stock met specification. Complaint history review: indicated that there have not been any other events for the specified lot. The exact cause of the reported pain could not be determined. Information such as medical records or operative reports is needed to determine the exact cause. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
It was reported that during a right knee revised due to pain. Sales rep is unaware of other reason for revision.